Event description:
It was reported that the patient with this pacemaker presented to the hospital due to multiple unwitnessed pre-syncopal episodes. This patient has a history of sick sinus syndrome. The patient was admitted into the hospital and the device was interrogated; high ventricular thresholds was noted. Upon reviewing the stored egms, noise was found on both the right ventricular (rv) and right atrial (ra) leads as it was oversensed by the device causing pacing inhibition. Further troubleshooting was performed by having the patient performed maneuvers and noise was reproduced in the atrial and not ventricular channel. During the assessment, the patient rolled from semi-recumbent position to the left lateral prior to standing and noise was noted on both the atrial and ventricular channels. Due to the patient's current physical and medical condition, it is the physician's decision to follow a conservative treatment, not to replace the leads but continue monitoring this patient and the device was reprogrammed. No further information is available. No additional adverse patient effects were reported. This device and ra and rv leads remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please describe event or problem for more information regarding the specific circumstances of this event.